Manufacturer narrative:
Data analysis was not performed on inratio and reference results since strip lot #214529 in complaint expired on the last day of july 2010. Customer was using expired strips. No trending is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (lab tech) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.5, lab: 8.0. Patient used expired strips. Patient's therapeutic range: 2-3 inr.